Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a 34-year-old female patient who had essure (batch no. Cs0007h,cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis. Previously administered products included for prevent pregnancy: iud from 2008 to (B)(6) 2013; for an unreported indication: mirena from 2008 to (B)(6) 2013, flagyl and alesse. Past adverse reactions to the above products included adverse drug reaction with iud. Concomitant products included ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2015 to (B)(6) 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems:mental anguish"). On an unknown date, the patient experienced vaginal infection ("infection: vaginal"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary bladder disorder"). The patient was treated with surgery (hysterectomy (full) with laprascopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain and urinary tract disorder had resolved and the vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test noted. Received treatment for pain, bladder/urinary prob : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal discharge, pelvic pain. Lot number:cs0003r, manufacture date: 2013-10, expiration date: 2016-05. Lot number:cs0007h, manufacture date: 2013-11, expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new event : "urinary bladder disorder" was added. Outcome of event : "physical pain / pain pelvic area" updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a 34-year-old female patient who had essure (batch no. Cs0007h,cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis. Previously administered products included for prevent pregnancy: iud from 2008 to september 2013; for an unreported indication: mirena from 2008 to september 2013, flagyl and alesse. Past adverse reactions to the above products included adverse drug reaction with iud. Concomitant products included ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2015 to (B)(6) 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems:mental anguish"). On an unknown date, the patient experienced vaginal infection ("infection: vaginal"). The patient was treated with surgery (hysterectomy (full) with laprascopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal discharge, pelvic pain. Lot number:cs0003r manufacture date: 2013-10 expiration date: 2016-05. Lot number:cs0007h manufacture date: 2013-11 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a 34-year-old female patient who had essure (batch no. Cs0007h, cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis. Previously administered products included for prevent pregnancy: iud from 2008 to (B)(6) 2013; for an unreported indication: mirena from 2008 to (B)(6) 2013, flagyl and alesse. Past adverse reactions to the above products included adverse drug reaction with iud. Concomitant products included ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems:mental anguish"). On an unknown date, the patient experienced vaginal infection ("infection: vaginal") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved and the vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test noted. Received treatment for pain, bladder/urinary prob : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal discharge, pelvic pain. Lot number:cs0003r manufacture date: 2013-10 expiration date: 2016-05. Lot number:cs0007h manufacture date: 2013-11 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event : abdominal pain added. Outcome of the event pelvic pain were updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a (B)(6)-year-old female patient who had essure (batch no. Cs0007h,cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis. Previously administered products included for prevent pregnancy: iud from 2008 to (B)(6) 2013; for an unreported indication: mirena from 2008 to (B)(6) 2013, flagyl and alesse. Past adverse reactions to the above products included adverse drug reaction with iud. Concomitant products included ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2015 to (B)(6) 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems:mental anguish"). On an unknown date, the patient experienced vaginal infection ("infection: vaginal"). The patient was treated with surgery (hysterectomy (full) with laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure confirmation test noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received :- new events added : abnormal bleeding (vaginal), menorrhagia, vaginal infection, depression, mental anguish, vaginal discharge. Medical history, concomitant drug, reporter added. Outcome of events-¿ pelvic pain¿ updated to ¿recovering / resolving¿, ¿vaginal haemorrhage, menorrhagia¿ to ¿recovered / resolved¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.